Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of restenosis and myocardial infarction (mi), as listed in the vision instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that a vision stent was placed in the proximal left anterior descending artery (plad) on an unspecified date. On (B)(6) 2008, the patient experienced a myocardial infarction and was found to have 90% in-stent restenosis (isr). A 3.0 x 28 xience v stent was placed to treat the isr. Post-procedure stenosis was 0%. There was no adverse patient sequela reported and on (B)(6) 2008, the patient was discharged. Although requested, there was no additional information provided.